Manufacturer narrative:
No new investigation was completed for this complaint as this malfunction was previously investigated and reported by emdr 3004022368_2019_00002. The issue has been determined to be a software defect. This issue is caused by the invalidation of only the last control point, instead of invalidating the entire beam, when only the stop angle of valid conformal arcs in the beam spread sheet is edited. A fix for this issue has already been implemented in the current software release, pinnacle software version 16.4.2. However, the issue would be identified during a review of the plan and secondary quality assurance checks in accordance with standard care prior to initiating treatment. There have only been 4 reported complaints of this issue out of approximately 540 sites that have the involved software versions and no reports of patient harm.

Event description:
The customer was attempting to save a conformal arc plan however the pinnacle software would crash after each attempt. There was no patient impact as the inability to save the plan would prevent the plan from being used. A remote-in session and review of plan logs revealed a failed assertion in the software for one of the control points. Philips has determined this to be a known issue that can occur when the gantry stop angle is changed in the beam spreadsheet, where the machine limits are not checked.